Event description:
Symptomatic severe bioprosthetic aortic stenosis and pt status post-surgical aortic valve replacement in 2016 with sorin 21 mm mitroflow bovine pericardial tissue valve. Prosthetic aortic valve stenosis with peak transvalvular velocities > 5m/s. Plans have been made for redo aortic valve replacement with dr (B)(6) on (B)(6) 2019. Fyi (pt declined giving her race / ethnicity on admission). FDA safety report ID# (B)(4).